Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000469, serial/lot #: rev. 4 : s/n (B)(4). A medtronic representative went to the site to test the equipment. A system "e40" error was received in the software. The high voltage (hv) tank was replaced. The system then passed the system checkout and was found to be fully functional. Analysis of the returned high voltage(hv) tank found an open circuit between measured points. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used of a procedure. There was no patient involvement. The manufacturer representative received an "e40" error on the system.